Event description:
It was reported that a broken nail was removed from the patient. Injury reported. No further information available. It is unknown when this happened.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured at the largest through hole. The device is heavily worn inside that thru hole and on the distal tip. All pieces were returned. The clinical / medical investigation concluded that this case reports that a revision surgery was performed to remove a broken trigen nail. Per email communication, the requested surgical report and x-rays are not available. Therefore, the root cause of the breakage and the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a sizing issue, overuse, traumatic injury or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.